Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a scratched case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had been physically damaged. The blood glucose reading was 396 mg/dl, which was treat for with a bolus. The customer noted cracks, chips and a scratch on the display screen, as well as damage to the reservoir chamber. He stated that the device had been dropped down some stairs. Advised replacement of the insulin pump. Nothing further reported.